Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The instrument underwent a technical analysis and documentation to determine whether the issue was due to a manufacturing process. An analysis of the device showed that there was no non-conformity of the instrument. Therefore, a root cause concerning the described failure modes can not be identified. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the stent could not be opened completely in position. It was reported that this occurred because there was a hole in the balloon. This occurred when the vertebral body stent (vbs) was introduced. No additional information is available. This is report 1 of 1 for complaint (B)(4).